Event description:
Baxter product surveillance recived a report from the home patient's nurse that the occluder feet were broken on a transfer set. The nurse stated that the twist clamp of a transfer set was broken and would spin when in the closed position. The twist clamp would also continue to slide down the silicone tube beyond the open position. When the occluderfeet were exposed, the nurse noticed that they were broken. The incident was first noticed by the home patient on 04/11/2006 when the set leaked from the female adapter. The transfer set was changed. The patient has been using peritoneal dialysis since four months earlier which is also the date of the placement of the suspect transfer set. Although prophylactic antibiotics were administered (1g vanocmycin intraperitoneal), there was no patient injury indicated at the time of the initial report.